Manufacturer narrative:
The footswitch and cable were received and in-house testing was completed. A visual assessment of the returned sample showed some damage to the rubber on both side switches. The heel end of the footswitch was taped up, and was missing the rear bumper. The footswitch cable was also visually evaluated and normal wear was observed on the cable. The connector for the footswitch on the cable was also observed to have a small dent. The footswitch and cable were tested. A nonconformity with the returned footswitch cable was confirmed. The root cause of the reported event is attributed to a nonconforming footswitch cable. A review of complaints for the last 24 months did not indicate any add'l related reports for the footswitch or system. (B)(4).

Event description:
The nurse reported system message displayed and the footswitch function was unavailable. The nurse stated, the event occurred during the first case of the day. The handpiece was switched out and then the footswitch was switched out. A 10 minutes delay occurred. The case was completed as planned. No pt injury was reported.